Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device misfired? The staples did not release - per thr doctor did device jam? Did device not feed clips? Did device drop or eject unformed clips? Did device fire malformed clips? The analysis results of the el5ml device found that it was received in good visual condition with the jaws closed; the trigger was forced to the open position and the jaws opened as intended. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled but no clips were fed. The device was disassembled in order to evaluate the condition of the internal components and excessive dried body fluids were noted inside the shaft and handles; in addition, the feed link was noted to be broken. It is possible that the dried body fluids could have prevented the feeding of the clips into the jaws and lead to the damage at the feed link. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the customer states that the device malfunctioned. No further information is known. Case completed with another device. There were no patient consequences reported.